Event description:
It was reported that the patient¿s right ventricular (rv) lead had high thresholds and intermittent failure to capture. The left ventricular (lv) lead was prophylactically removed due to difficult patient anatomy. The rv lead was plugged into the lv port of the newly implanted device. The rv lead is not in use, and a new rv lead was implanted. It was further noted that the patient experienced nausea and malaise. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.